Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed that plunger went underneath the intraocular lens and wouldn¿t advance the lens. So, they removed the plunger and tried again but it when underneath the lens again, opened the back up and completed the surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Correction information provided in g.3. Correction g.3.: supplemental medical device report (smdr) # 02 is being filed to correct the g.3. Date on the supplemental report, filed earlier. The g.3. Date should be (B)(6) 2024 instead of (B)(6) 2024. Additional information has been provided in h.3., h.6., and h.11. One opened company injector was received for the report that the injector plunger went underneath the iol (intraocular lens) and wouldn¿t advance the iol forward. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. The returned sample was found to be conforming for functional testing associated with the reported event; therefore, an injector that would not advance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).